Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified external iliac artery. A 7.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 15 seconds, the balloon ruptured at its middle part and was vertically separated. The device was removed using the normal method and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition post-procedure.